Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for two patient samples when using the access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 2 reported by the customer for two different patients tested on two different dates with the same analyzer.

Manufacturer narrative:
Samples were lithium heparin plasma collected in a plasma separation tube. Centrifugation information was not supplied. Customer was running accutni is duplicate. Quality control (qc) was performed twice a day and was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(4) 2010 and was within specifications. As of (B)(4) 2010, customer did not want service. Customer was in the process of replacing this access with an access 2 from an affiliated office. Customer stated there have not been any erroneous results since this event and no further issues. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2009 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03475.